Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 100 mg/dl. Customer states that insulin pump screen was scratched. Customer advised that insulin pump will need to be replaced. Customer advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen is white except for 2 horizontal black lines running horizontally across the bottom half of the display. Per visual examination, the lcd itself is visibly cracked. The lcd screen area of the case is cracked. There are some scratches on the front part of the case. Finally the middle (enter) keypad button is cracked.